Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer lens of diopter -8.0 into the patient's left eye (os) on (B)(6) 2024. The patient experienced an excessive vault and elevated iop. The lens was implanted, removed and replaced intraoperatively with the same model, shorter length lens and the problem was resolved. The reporter indicated the cause of the event is other.

Manufacturer narrative:
Claim# (B)(4).